Manufacturer narrative:
The ventilator was examined by the hospital biomed department and also by our field service technician. The ventilator was found functioning normally, the pre-use check passed and no parts were exchanged. The device logs were downloaded. Evaluation of the received device logs shows that the pre-use check performed before the reported event was successful and, that the technical log had no entry on the date of the event. The event logs for the day of the event confirmed the reported alarms for high pressure, high peep, and regulation pressure limited. The combination of the generated alarms indicates an increased expiratory resistance int he patient circuit that will lead to the patient not breathing out fully before initiation of the next inspiration phase. This will lead to the patient not breathing out fully before initiation of the next inspiration phase. This will lead to the delivered tidal volumes being lower than the pre-set or expected tidal volumes, and may be interpreted ads the ventilator not delivering adequate tidal volumes. The generated alarms show that the ventilator was functioning as expected and it attempted to deliver breaths according to the set parameters. Our conclusion in the matter is there was no ventilator malfunction at the time of the event. The ventilator functioned normally and it generated the appropriate alarms under the prevailing circumstances. The cause of the alarms has not been determined but, could be due to patient circuit, parameter settings, or alarm set limits and mechanical lung properties of the patient.

Event description:
It was reported that while the ventilator was connected to a patient it alarmed for low expiratory minute volume. The patient appeared to be not being ventilated. There was no patient harm. Importer ref#: (B)(4).